Event description:
Patient using the device reported that he/she could not receive any gas from the vessel. As a result, the patient went to the hospital via ambulance. The patient did not receive any injuries from the incident. Incident is currently under investigation.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be issued.